Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 320 mg/dl while using the ilet, expressed concern that the pump was not delivering insulin, and contacted support; device data indicated insulin delivery was occurring and glucose was trending downward after a recent supply change, and the user was advised to allow the system to correct the high glucose and to consult a healthcare professional regarding target settings. Investigation included review of device-reported insulin delivery and trend data through remote records. Further investigation of this case revealed evidence of insulin delivery with downward glucose trend and no evidence of an infusion set or pump malfunction. No clinical symptoms associated with elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond support guidance. It was concluded that the device functioned as expected and that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.